Event description:
It was reported that the sthc1 holster is giving several error codes (l3-002, l3-003, l3-017). The customer had to reschedule two cases. The breast was pierced and biopsy was started and during the procedure the aperture would not close and the case had to be aborted.